Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 77-year-old female patient, the device failed to discharge and delayed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "unable to discharge" was observed during review of the device data logs. The log indicates that each occurrence of attached pads is accompanied by invalid patient impedance in the log, which is evidence of poor coupling. The device was put through extensive testing including full functional testing without duplicating the report. The report of "delay in charging defib" was not replicated or confirmed. The device was put through extensive testing including full functional testing and charge/discharge testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.